Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the jaws of the device did not open after a period of use. The handle was forced to release the jaws. There was no patient injury, and a new device was used to continue the procedure.

Manufacturer narrative:
Evaluation summary: one lf1737 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no defects. Mechanical testing confirmed the the jaws opened and closed properly when the latch was retracted and released. The knife blade advanced and retracted smoothly along the knife track. The knife cut of the device was tested on a silicone test strip, and no locking occurred. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.